Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, a service engineer evaluated the hlm and found that one of the power supplies was defective and required replacement.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed an 'error: no battery backup' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a delay of 30 minutes. There was no blood loss, nor adverse consequences to the patient.